Event description:
A malfunction alarm, identified by malfunction code "malf 0," was reported, and there were no notable events prior to the incident. Customer's blood glucose level was 111.60 mg/dl, indicating no adverse impact. Tandem technical support arranged to replace the customer's pump, which is under warranty. There was no backup insulin therapy available, so the customer intended to consult with a healthcare professional. The customer was instructed on how to store the pump and agreed to return the faulty device using a pre-paid label within 10 days.